Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600s mg/dl. Cause was not known. A bolus was delivered to address bg. As the event occurred in the past, a cause could not be determined by tandem technical support. Recommendation was made for the customer to discuss event with a healthcare provider.